Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during multiple inflations with backflow observed, the balloon ruptured. The product was replaced with a non-boston scientific device. The procedure was completed, and the patient was in good condition post-procedure.